Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty retracting the foot could not be tested due to the condition of the device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the electronic prostyle instructions for use (IFU) states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. The reported patient effect of tissue damage is listed in the perclose prostyle IFU as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Return device analysis revealed that the guide was separated at the distal end of the guide tube. Follow-up with the account confirmed that the separation occurred during use. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery (lcfa) and right common femoral artery (rcfa) using the pre-close technique via a 6fr sheath hole prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, the foot of the prostyle device failed to retract and was difficult to removed from the lcfa. Force was used to remove the prostyle device causing vessel damage. Manual arterial compression was applied to treat the vessel damage and achieve hemostasis. Reportedly, a cuff miss [suture retrieval issue] occurred on the rcfa. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 12fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.